Event description:
It was reported that the ilet insulin pump¿s touchscreen cracked and became unresponsive, rendering the screen unusable and prompting replacement of the device. Investigation included review of the event details, verification of device information and logistics, and data synchronization guidance. Investigation of this case revealed physical damage to the touchscreen consistent with user-reported cracking and loss of touch functionality. No injury and no adverse event occurred, and the user reported that blood glucose was not affected. Outcomes included continued diabetes management using a cgm and initiation of a replacement ilet. It was concluded that the event was due to a damaged device component (touchscreen), with no clinical harm reported and restoration of therapy via replacement.